Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the light guide cover classes had foreign material and the bending section rubber glue was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope flushing channel contained a foreign object. The device was returned for evaluation. During the device evaluation, it was found that the biopsy channel contained foreign material of unknown origin, and was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could be foam filter, and the root cause of it although it can be presumed that it was caused by applied physical stress or chemical stress. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.